Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer states that insulin pump had black screen. Customer was able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test and the displacement test. No unexpected hardware low level failures error, inter processor communication error, or the motor processor did not report the insulin pumps stroke as finished in reasonable time alarms during testing however, hardware low level failures error, inter processor communication error, and the motor processor did not report the insulin pumps stroke as finished in reasonable time alarm are found in the downloaded history files due to a software error. No unexpected blank display or failed battery alarm noted during testing.